Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: blurry vision, shakiness and feeling weak. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is concerned from results obtained using true metrix meters - reference internal report number: (B)(4). Customer stated that this afternoon, on (B)(6) 2024, she wasn't feeling well, and she had blurry vision, shakiness and she was feeling weak. Customer stated that she tested with (B)(6) and result was 101 mg/dl non-fasting pm; customer then tested with (B)(6) and result was 81 mg/dl non-fasting pm. Customer is using the same bottle of test strips with both meters. Customer stated she was expecting a result lower, and she expects meters to read the same when testing back-to-back. Customer still having symptoms at the time of the call but stated that she feels much better and declined to seek medical intervention. The customer does not know her expected blood glucose test result range. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/31/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.